Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is completed.

Event description:
Possible nurse error - administering "versed". Incident happened (B)(6). Patient ok. No other details available.